Event description:
It was reported that a spectrum pump constantly displayed the close door message. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported close door message, which was observed while attempting to load a set. The messages were found to be caused by loose link screws. The screws were replaced.